Event description:
Complaint rec'd reporting balloon inflation failure with one (1) 41239-06 pa catheters. The device was successfully pre-tested prior to placement with no problems noted. Limited information available as to length of time the devices were in use, whether any unusual insertion/floating problems were encountered, identity, model and size of ancillary accessory devices, sheaths, contamination shields etc. There were no reported adverse pt consequences. MFR's investigation and analysis: one (1) used 41239-06 catheter was received and processed at the ICU medical (B)(4) facility. The investigation is summarized below: visual inspection and analysis was performed. The catheter balloon was examined under a microscope at 10x magnification. The results recorded that the catheter balloon material was indeed torn/damaged. Conclusion: although the exact cause(s) of the balloon tears/damages are unknown, the engineering analysis report cites this type of damage has been replicated/can occur as a result of over-inflation or penetration with a sharp instrument/object.